Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An MRI technician called because they had put the patient in the scanner for a breast MRI not knowing the patient had an implant and the patient ¿felt some pulsing in the vaginal area" and mentioned that they had an implant. So, they took the patient ¿right out of the scanner immediately¿. The caller noted that the patient was still feeling the pulsating. The patient and the caller were going to follow up with the healthcare physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. Due to what was reported, the patient was evaluated and the device was found to be unaffected. No further patient complications have been reported as a result of this event.